Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 35-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, the patient underwent medical device removal (seriousness criterion intervention required), 8 years after insertion of essure. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2023. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. Tu0159p-invalid) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (attempted hysteroscopic removal of essure coils, converted to laproscopic salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2015: negative. [Hysteroscopy] on (B)(6) 2015: procedure: essure hysteroscopy sterilization. Indication: encounter for sterilization. Details: both ostia were visualized. Bilateral essure microinsert placed successfully into the ostium. Left 2 trailing coils into cavity. Findings: both tubal ostia were seen easily. Normal cavity. Procedure comments: unable to place coil into right tube. Attempt x2. Coil inserted but unable to deploy. Same error x.; on (B)(6) 2023: details: essure coils were noted in the fallopian tubes bilaterally. The operative sites were examined and there was noted to be a portion of the essure remaining and this was carefully dissected out and removed. The patient was awakened from general anesthesia and taken to the pacu in stable condition. [Hysteroscopy] on (B)(6) 2015: procedure: essure hysteroscopy sterilization. Indication: encounter for sterilization. Details: both ostia were visualized. Bilateral essure microinsert placed successfully into the ostium. Left 2 trailing coils into cavity. Findings: both tubal ostia were seen easily. Normal cavity. Procedure comments: unable to place coil into right tube. Attempt x2. Coil inserted but unable to deploy. Same error x.; on (B)(6) 2023: details: essure coils were noted in the fallopian tubes bilaterally. The operative sites were examined and there was noted to be a portion of the essure remaining and this was carefully dissected out and removed. The patient was awakened from general anesthesia and taken to the pacu in stable condition. [Pathology test] on (B)(6) 2023: surgical pathology report: specimen(s) received. Foreign body (essure) and bilateral fallopian tubes. Clinical diagnosis and history: encounter for removal of essure. Diagnosis: fallopian tubes, right and left, and foreign bodies. Excision: benign fallopian tubes containing essure type devices. Benign paratubal cysts. Gross description: the proximal portion of the fallopian tube contains a coiled metal device consistent with an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. Tu0159p) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (attempted hysteroscopic removal of essure coils, converted to laproscopic salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2015: negative: [hysteroscopy] on (B)(6) 2015: procedure: essure hysteroscopy sterilization. Indication: encounter for sterilization. Details: both ostia were visualized. Bilateral essure microinsert placed successfully into the ostium. Left 2 trailing coils into cavity. Findings: both tubal ostia were seen easily. Normal cavity. Procedure comments: unable to place coil into right tube. Attempt x2. Coil inserted but unable to deploy. Same error x.; on (B)(6) 2023: details: essure coils were noted in the fallopian tubes bilaterally. The operative sites were examined and there was noted to be a portion of the essure remaining and this was carefully dissected out and removed. The patient was awakened from general anesthesia and taken to the pacu in stable condition. [Hysteroscopy] on (B)(6) 2015: procedure: essure hysteroscopy sterilization. Indication: encounter for sterilization. Details: both ostia were visualized. Bilateral essure microinsert placed successfully into the ostium. Left 2 trailing coils into cavity. Findings: both tubal ostia were seen easily. Normal cavity. Procedure comments: unable to place coil into right tube. Attempt x2. Coil inserted but unable to deploy. Same error x.; on (B)(6) 2023: details: essure coils were noted in the fallopian tubes bilaterally. The operative sites were examined and there was noted to be a portion of the essure remaining and this was carefully dissected out and removed. The patient was awakened from general anesthesia and taken to the pacu in stable condition. [Pathology test] on (B)(6) 2023: surgical pathology report specimen(s) received. Foreign body (essure) and bilateral fallopian tubes. Clinical diagnosis and history: encounter for removal of essure diagnosis: fallopian tubes, right and left, and foreign bodies, excision: benign fallopian tubes containing essure type devices. Benign paratubal cysts. Gross description: the proximal portion of the fallopian tube contains a coiled metal device consistent with an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical records: reporter added; essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes. Lab data, insertion and removal details added, lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.